Event description:
The catheter broke.

Manufacturer narrative:
The sample is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4)